Event description:
It was reported that the pump was intermittently unresponsive to keypad presses. All keypad buttons are affected. No physical damage to the keypad was reported.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval has not yet been completed. Animas has conducted a review of the device history record for this pump and it as operating within required specs at the time of release. A supplemental report will be filed when eval is complete. No conclusions can be made at this time.